Manufacturer narrative:
Investigation summary: the reported over infusion of heparin was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory testing found the suspect pump module with no observed periods of unregulated flow. Testing also consisting of idle door closed state to verify no fluid flow was observed. On (B)(6) 2024 at 1:48 pm, pump module s/n (B)(6) was paused, alarmed for ¿safety clamp open/close door¿, twice and the door was closed. At 1:50 pm, a remote IV infusion for heparin (drug ID (B)(4)) was received/started, with a rate of 12.3ml/h, a vtbi of 250ml and primary volume infused (pvi) was recorded as 231.7ml. At 2:58 pm, the pump module was paused. Pvi was recorded as 245.8ml. At 3:04 pm, the module was channeled off. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determined what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Inspection of the suspect pump module observed a sticky sear assembly due to an unknown fluid contamination. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported there was an over infusion of heparin. The total bag volume of heparin was 25,000units/250ml and the intended rate was 12.3ml/hr. Per report, the heparin was programmed via interoperability/barcode scanning. The actual infused amount was 250ml over approximately (70) seventy minutes. Lactated ringer 100ml/hr. Was running at the time of the event. Due to the event, patient's ptt level increased to greater than 200 and required the administration of protamine. The patient's outcome was stable per report.

Event description:
It was reported there was an over infusion of heparin. The total bag volume of heparin was 25,000units/250ml and the intended rate was 12.3ml/hr. Per report, the heparin was programmed via interoperability/barcode scanning. The actual infused amount was 250ml over approximately (70) seventy minutes. Lactated ringer 100ml/hr. Was running at the time of the event. Due to the event, patient's ptt level increased to greater than 200 and required the administration of protamine. The patient's outcome was stable per report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.